Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12 -jul-2018 with the following findings: during investigation, the last basal delivery was on 2018-03-20. The last bolus delivery was a 2.75u ezcarb normal on 2018-03-17 at 15:26. The basal program 1 was used for duration of the b/box. The pump returned with a 0.725u/hr rate at 15:00 for basal program 1. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. There were no hypertensive or stuck keys were observed on the keypad. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unable to duplicate a basal history recording defect during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 22 mmol/l with small urinary ketones, abdominal pain, nausea and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient provided self-treatment with insulin via injection. The reporter alleged the pump was not delivering basal rate correctly beginning (B)(6) 2018. On troubleshooting with animas customer support, it was noted that the basal history did not match the active basal program. The basal segments showed that at 15:00, the patient should receive 0.775 units and the history showed that every day at that time, the patient received 0.720 or 0.725 units. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.